Event description:
During index procedure, one endeavor spring rx drug-eluting stent was implanted in the mid rca. Pt cardiac status at 30 day follow up was stable angina. Pt was asymptomatic at 6 month follow up. Approx 2 weeks post 6 month follow up, pt experienced an acute stemi (q-wave mi). Pt was admitted to hosp with chest pains, palpitations and shortness of breath. Investigator reports pt in ventricular tachycardia, aminodarone given. Thrombolysed for stemi, angiogram done at later date. The location of the infarction was inferior. Investigator reports that target lesion was involved and states that it is not assessable if event was related to study stent. One month post mi, a revascularization of the proximal rca (another MFR's stent) and the mid rca (balloon only) was carried out. Lesion in proximal rca was classified as restenosis after previous ptca. Lesion in mid rca was classified as in-stent restenosis. Investigator reports that revascularization event was related to the study stent.

Manufacturer narrative:
Eval results: (mi, occlusion). Other (secondary intervention).